Event description:
The patient was "sleeping a lot" in the nursing home. The patient's pump was refilled on (B)(6) 2012. It was indicated that the pump was "malfunctioning." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).